Manufacturer narrative:
The MFR's investigation is currently ongoing. Any add'l info will be submitted in the follow-up report.

Event description:
The surgeon uses bioglue surgical adhesive for hernia mesh fixation and has reported that two recent pts developed infections after surgery. The hosp is also investigating other potential causes of the infections such as sterilization failures associated with the surgical instrument used during the procedures. This report represents one of two reported cases.